Event description:
Uterine balloon therapy- machine gave error code due to overpressure, started over and scrub was getting excess pressure upon filling balloon. Sales rep-advised to get another catheter.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient previously had a device explanted, and that event was determined to be reportable on a quarterly alternative summary report. A device history record review is currently in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.